Event description:
Clinical report states patellar grind syndrome. Update: (B)(4) 2013 - additional information was received from clinical. The patient underwent an arthroscopy to address their patellar grind syndrome. The MDR decision on the complaint was changed. Date of arthroscopy was (B)(6) 2012.

Manufacturer narrative:
The device associated with this reported event was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event with this newly provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.